Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how did clips not deploy properly? Some fell out of the distal jaw of the clip applier. Did device not feed clips? It fed them every time, but sometimes completely unformed clips fell out after deploying clips. Did device feed clips sideways? No. Did device not fire clips (jammed)? No. Did device fire malformed clips? Yes- scissor info and bending the tips into form diamond shaped clips. Did device fire scissored clips? Yes. Did device drop or eject clips? Yes. Was device fired over another clip or hard structure? No.

Event description:
It was reported that during a sleeve gastrectomy procedure, the clips did not deploy properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.